Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to advance and remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that excessive force was applied to the guide wire when it encountered resistance. It should be noted that the balance universal ll instructions for use states: ¿do not: push, auger, withdraw, or torque a guide wire that meets resistance.¿ in this case, it is unlikely that the deviation contributed to the reported event; therefore, the deviation will not be addressed in the account requested letter. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire was noted to be sticky when used with an accessory device. Analysis of the returned wire noted damage to the polymer coating of the wire. The damage observed is consistent with damage sustained during a procedure, likely due to interaction with the anatomy or an accessory device. This type of damage could impact the wires maneuverability, likely contributed to the difficulty experienced during advancement and removal of accessory devices. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Subsequent to the initially filed report, it was reported that the advancement was more difficult in the anatomy and after about 30 minutes of the wire being in the anatomy resistance began to be felt. No additional information was provided.

Event description:
It was reported that the procedure was to treat an a moderately calcified and moderately tortuous lesion in the left anterior descending coronary artery with optical coherence tomography (oct) guided percutaneous coronary intervention (pci). The dragonfly opstar¿ imaging catheter was advanced over the 190cm ht balance middleweight (bmw) universal ii guide wire (gw) and noted to be sticky. More force than usual was required to remove due to the opstar's tendency to jump during extraction, with a possible issue noted with the hydrophilic coating. An additional 30 minutes of time was required to move and remove the opstar from the gw. Both devices were removed independently. The gw was exchanged for a non-abbott gw. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 -medical device problem code 2017 clarifier: excessive force.